Manufacturer narrative:
Investigation results: sample evaluation: two sealed shelf cartons of 50 needles each, one open shelf carton of 50 sealed needles and one open shelf carton of 40 sealed needles were received by bd canaan and confirmed to be from batch #7082802 (p/n 305916). The samples were visually evaluated. All returned samples were in sealed packages. Thirty packages were randomly selected to perform a needle evaluation. All samples were removed from packages and had their needle shield removed. The needle cannula was cut and beveled as usual. No bends and no other defects were observed in the samples. DHR review for batch 7082802 (p/n 305916): manufacturing dates: 04/26/2017 ¿ 04/27/2017. Batch quantity was 670,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7082802 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: ¿ unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. N/a, no defects were confirmed. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle from a bd safetyglide¿ needle broke off during use. No injury or medical intervention.